Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) has a slow helium leak from the external tank. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit and found an old, worn out sealing ring. The fse replaced the sealing ring. The unit passed all functional and safety tests. The unit was returned to the customer.